Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line and upstream occlusion alarms. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'air in line' was confirmed through the event history log but not reproduced during evaluation. No component could be identified for causality. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification in relation to the reported "upstream occlusion alarms" which were verified through a review of the event history log by the presence of "upstream occlusion". Evaluation could not reproduce the reported symptom. No component could be identified for causality. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.